Event description:
Patient presented to the physician with tenting from the stimulation lead and pain at the back of the neck. Physician brought the patient into the or, opened the incision, and noticed the stimulation lead was tangled. Physician decided to remove the entire inspire system.